Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. As per the investigation procedure, crease and wear abrasion was observed and none of the observations are found to be potentially related to the manufacture ng process, no further actions are required.

Event description:
Healthcare professional reported right side "microscopic rupture" confirmed via analysis of the anatomopathological sample, and "periprosthetic capsule". Device has been explanted.

Event description:
Healthcare professional reported right side "microscopic rupture" confirmed via analysis of the anatomopathological sample, and "periprosthetic capsule". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.